Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope universal cord perforated. Upon inspection and testing of the customer returned device, deep cut/lifting part was found on the probe unit that reached to the hard part under the pink probe coating. In additional, scope acoustic lens surface was damaged and scratch which reached to the glue-layer. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, up/down knob scratched, grip scratch, electrical connector corroded due to water leakage, label on scope connector damaged, due to pinhole on bending section rubber, water tightness lost, due to pinhole on connecting tube, water tightness lost, acoustic lens scratch which reaches to the glue-layer, light guide cracked, bending section rubber cut, connecting tube buckled, connecting tube wrinkled, due to wear of angle wire, the play of up/down knob out of the standard value, ultrasonic cable buckled, electrical contact of ultrasonic connector deformed, frame 260 cracked, and universal cord buckled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the event could not be determined at this time.the following information is stated in the instructions for use which may have prevented the event: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal.do not twist or bend the bending section with your hands. Equipment damage may result.do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks." Olympus will continue to monitor field performance for this device.